Manufacturer narrative:
Continuation of d10: product ID 977a160; serial# (B)(6); implanted: (B)(6) 2020; product type: lead; product ID 977a160; serial# (B)(6); implanted: (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the leads and ins were not working. Pt said they most recently had a rep try and adjust stim today, but rep said the leads were not working, were not where they were supposed to be, and "things are really high" and couldn't go any higher. Pt confirmed they called in about this issue before (in this case). Pss redirected to hcp.

Event description:
A response to a follow up inquiry was received from the patient on (B)(6) 2021. The patient clarified what they meant by "not even working" by stating that they had a lot of pain relief with their stimulation until it stopped working after 8.5 years. With the new one they got very little pain relief. The cause was still unknown and they were still charging daily and still did not have pain relief despite several attempts at programming their device. As a result, the patient reported their pain medication intake had increased; issue has not resolved. Patient weight was provided. The patient requested a call back for assistance.     See general text.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it hasn't even been a year since the whole system has been replaced and not even working. The patient states the old system worked wonderful and this unit does not. The patient states has to charge every day and every day the ins drains and states her old unit she charged every 2 weeks. The patient states she has met with manufacturer representative (rep)  and the healthcare provider (hcp) and they have tried to program and that is not helping either. The patient states they have adjusted the system 3-4 times and that doesn't help. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the ins has never worked to relieve symptoms since it was implanted and also stated they have to charge everyday. Pt stated they ins battery doesn't even last a full 24 hours. Pt stated they've been reprogrammed 3-4 times and it's still not relieving their pain. Pt stated they were told their battery depletes so at a fast rate because they have higher settings pt commented that their settings aren't high. Ps instructed pt to continue to work with their hcp with programming/charging frequency concerns. Pt also mentioned their controller has been replaced in the past. Ps could not locate the related case. The patient's relevant medical history included pt mentioned their last ins was replaced and confirmed it was due to normal battery depletion. Pt stated they have an upcoming appointment with a new hcp tomorrow. Pt did not know the name of the hcp.